Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the audiologist, the patient reported decrease in performance. The results of an integrity test done in 2008 were consistent with normal device function. The results of a CT scan done on four months later. The results were inconclusive. Reimplantation is planned, but had not been scheduled as of the date of this report.